Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: review of the black box data and download history did not reveal activity outside normal use. No occlusions records were seen in the pump histories. The force sensor readings were evaluated and found to be within specifications. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 29 hours and found to be delivering within required specifications without the occurrence of occlusion alarm or malfunction. A rewind, load cartridge, and prime sequence was successfully performed without alarms. Force sensor calibration testing confirmed the force sensor was detecting correct force at 5 lbs. An occlusion was induced for investigational purposes and the pump responded by giving the appropriate visual and audible "occlusion detected" alarms. Investigation did not confirm or duplicate the complaint and the pump was found to be operating as intended without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of 359 mg/dl with moderate ketones. The reporter stated that the infusion set tubing was kinked but the pump had not alarmed to alert of an occlusion. The reporter indicated that the occlusion sensitivity was set to high and confirmed that there was no known trauma or moisture ingress to the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with the allegation that the pump failed to alert the user to an occlusion.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.